Event description:
The customer reported that the canopy has zipper damage and a tear in the mattress envelope. There was no patient injury reported.

Manufacturer narrative:
Zipper damage. Evaluation: results: evaluation of the returned product shows that the large window a has a two inch tear in the netting. The large window b zipper slider body is open.